Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Skin got caught - mouth [mouth injury]. Head became loose on brushhead and skin got caught [injury associated with device]. Head became loose on brushhead [device connection issue]. Brush head broke off in mouth during brushing / broken brush head [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that she bought a pack containing 4 oral-b flexisoft brushheads, and 3 out of the 4 have had the head break off. She stated that the first one broke off in her mouth during brushing; when it happened the second and third time she realized it was not a coincidence anymore. She also noticed it earlier because the head became loose and her skin got caught in between. The consumer provided pictures of the broken brush head and of the packaging where there was still one brush head remaining. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that she was feeling well again, and everything had healed. She described that the brush did not immediately get loose/break off, rather, it started after brushing with it a number of times. She stated that the brush head broke completely off the first brush, and she was more wary with the other two and noticed it quicker; she then stopped and replaced the brush. The consumer reported that she would send the remaining brushes; one had not been used yet, and one was broken; she had already thrown away the other two. The case outcome was now recovered. No further information was provided.

Event description:
Skin got caught - mouth [mouth injury]. Head became loose on brushhead and skin got caught [injury associated with device]. Head became loose on brushhead [device connection issue]. Brush head broke off in mouth during brushing / broken brush head [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on 07-jan-2018 that she bought a pack containing 4 oral-b flexisoft brushheads, and 3 out of the 4 have had the head break off. She stated that the first one broke off in her mouth during brushing; when it happened the second and third time she realized it was not a coincidence anymore. She also noticed it earlier because the head became loose and her skin got caught in between. The consumer provided pictures of the broken brush head and of the packaging where there was still one brush head remaining. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 10-jan-2018 received consumer's follow-up e-mail: the consumer reported that she was feeling well again, and everything had healed. She described that the brush did not immediately get loose/break off, rather, it started after brushing with it a number of times. She stated that the brush head broke completely off the first brush, and she was more wary with the other two and noticed it quicker; she then stopped and replaced the brush. The consumer reported that she would send the remaining brushes; one had not been used yet, and one was broken; she had already thrown away the other two. The case outcome was now recovered. No further information was provided.

Manufacturer narrative:
16-feb-2018 product investigation results: reporter returned product on 14-feb-2018. Product confirmed counterfeit.